Manufacturer narrative:
(B)(6) -exp - the complaint sample was provided to the manufacturing facility and an investigation was completed. Through the study of the appearance and measurements of the dimensions of the returned complaint product, the product was found to meet all dimensional specifications. Through this investigation, no issues were found with the complaint sample. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue.

Manufacturer narrative:
(B)(4) - the complaint sample has not been provided for evaluation at this time. If the complaint sample becomes available, a follow-up submission will be completed. (B)(4).

Event description:
Under investigation compatibility problem with draeger babylog neonatal y-piece flow sensor. According to the distributor, a customer (salerno) has started to use neo-verso with draeger babylog neonatal y-piece flow sensor; they use ventilator with f&p humidifier. After some minutes of use, neo-verso slips out and the patient stops to be ventilated with high risk to die. They tested neo-verso with more than one babylog flow sensor (all new) but the issue stays. Before using verso, the customer used kimberly clarks closed suction system without any problem.